Manufacturer narrative:
(B)(4). G2: canada. Visual examination of the returned product and provided picture in the per identified there were no visible cracks to the device. There were multiple indentations to the od and the lip of the device. The device has an approximate field age of 7 years, the frequency of usage in this period is unknown. Based on the product review no breakage/fracture/crack was identified, the complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trial liner was cracked/broken during use in a procedure. There was no harm or health consequences to the patient. It was reported that no further information is available.